Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7227717, expiration date: 2022-08-31, manufacture date: 2017-08-15. Medical device lot #: 7227713, expiration date: 2022-08-31, manufacture date: 2017-08-15. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿particles¿) was embedded into the wall of a bd¿ luer-lok syringe 60 ml. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that foreign matter (described as ¿particles¿) was embedded into the wall of a bd¿ luer-lok syringe 60 ml. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: three syringes were returned for this complaint to be evaluated. All three had embedded foreign matter in the side of the barrel wall therefore failure mode is verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 7227713, 7227717 for the same defect or symptom. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Corrective action is unnecessary as the event is within allowed quality limits. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that foreign matter (described as ¿particles¿) was embedded into the wall of a bd luer-lok syringe 60 ml. There was no report of exposure, injury or medical intervention.